Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative (fsr) evaluated the device on-site and couldn't find a loss of air issue with unit but unit didn't pass est. Also, the water part was bypassed and it passed. The unit ran for a while and no other issues popped up or banner alarms. Performed annual preventive maintenance to manufacture specification. Avea passed ovp and post est test. Nothing was wrong with unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the avea ventilator experienced a loss of air issue. Furthermore, there was no patient associated with the reported event.